Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, opening, white particles in the surface of the shell. Leak test was performed and found opening on posterior a microscopic analysis was performed which identify an opening sharp patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right side deflation, the device remains implanted.